Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Another manufacturer's device of unknown material composition was also used in the original procedure. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the patient believes he was having a reaction to the hto plates and screw used during his left knee procedure in 2006. The patient had red blotches that were extremely itchy around the left leg and knee, for the past 22 months. He had a heavy metal test done on (B)(6) 2013. Prior to that, he had requested the material makeup of the implants as well as samples of arthrex's cancellous and cortical screws used for fixation of the plate. Another manufacturer's (richards) staples were also used in the original procedure. The patient tested positive for a nickel reaction (scratch test). Since then, the patient decided to go ahead with the removal of the plate, screws and staple. Revision surgery was done on (B)(6) 2013.